Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported (B)(6) 2014, a male patient of unknown age presented for a microwave procedure of the liver. The treating physician was performing an ablation of soft tissue that was difficult to reach. The physician removed the applicator from where it had been placed inside of the patient, and attempted to manually bend the trocar of the applicator for easier access to the difficult area. The physician exerted an excess amount of force, fracturing the probe. The applicator was not inside of the patient at that time. The applicator was set aside and a new of the same device was used to successfully complete the procedure. The patient suffered no harm or injury due to this event. The disposable device has been returned to the manufacturer for evaluation.